Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - the full lead was returned and analyzed. The distal conductor was distorted and fractured (overstress). The outer insulation was breached cut. There was blood in/on the helix/lobe mechanism. Visual analysis noted the lead was damaged at implant. The lead was received with the distal conductor distorted and fractured within the connector. The distal conductor has been fractured with the connector.

Event description:
It was reported that during implant, the screw would not deploy from the lead. The lead was removed and was replaced with a new lead. No patient complications have been reported as a result of this event.